Manufacturer narrative:
The issue could not be duplicated when the ventilator was investigated on site. As a preventive measure the o2 and air gas module were replaced. No goods were received. Evaluation of the received device log show matching event between(B)(6) 18, at 18:35 and (B)(6) 19, at 05:38, several alarms for high o2 concentration were generated. An alarm for low o2 concentration has also been observed, the cause was a dropped supply pressure of the incoming oxygen gas. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully est.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1912mcc1268.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the o2 concentration was fluctuating. There was no patient harm. (B)(4).